Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra mini meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, at 9:30 pm the pt obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. The pt took no actions due to the meter issue. A few minutes afterwards, the pt experienced the symptom of sweating. The pt received no medical attention or treatment. Troubleshooting revealed the test strips were correct; and also that the pt's testing technique was incorrect, which can cause error messages. The issue was resolved. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.